Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a patient death occurred. The target lesion was located in the right coronary artery. The reference vessel diameter was 4mm and the lesion length was 8mm. Pre-procedure was 100% stenosis and post-procedure was 5% stenosis. A 4x8mm liberte stent was implanted. No attempt was made for direct stenting. The procedure was a technical success. That same day the patient had unstable angina, brauwald classification (iii b). Medication included asa and clopidogrel. The patient experienced sudden cardiac death. No further information available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4). Product unavailable for analysis.